Event description:
Boston scientific received information that the patient with this device experienced a syncopal episode. A review of the device information noted no arrythmias and all measurements were appropriate. It was noted that (B)(6) of daily measurements were nr. It was explained that daily measurements are the lowest priority of the device and are not rescheduled if pre=empted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.